Manufacturer narrative:
One used sample was received for evaluation. Visual inspection revealed the sample to be in generally clean condition. No obvious damage or defect was observed. Advancement of the catheter tubing was performed. The distal tip of the tube did not align with the opening at the tip of the multi access adapter. The tip of the tube engaged the inner wall of the opening. The tube was manipulated to fully advance through the adapter. The tube did not exhibit any crimps. There was a slight set curvature of the tubing near the distal end observed. The inner diameter of the adapter opening was measured, and found to be within specification. The root cause was determined to be incorrect use of the device. It was concluded that the reported event could only be duplicated by retracting the catheter out of the entrance (below the silicone washer) of the seal cartridge. This would not be normal use of the product. Fully retracting the catheter can cause crimped tip of the catheter if the tip is not guided correctly through the entrance of the seal cartridge. All information reasonably known as of 5-oct-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for m6117t403 was reviewed and the product was produced according to product specifications. All information reasonably known as of 14-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the suction catheter did not move smoothly inside the device. Per additional information received on 23 aug 2017, this issue lead to the extubation and reintubation of an infant patient. The device was not altered prior to use. The device was in use for 24 hours. Per additional information received 24 aug 2017, when they attempted to insert the catheter, it got stuck /blocked at the top of the multi access catheter. No further information has been provided regarding the patient at this time.